Manufacturer narrative:
Additional information was recently received noting that the system has been exhibiting elevated pacing impedance measurements which are now at 1500 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller and options for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the procedure to implant this patient's device, shocking impedance measurements were 100-125 ohms and most measurements were greater than 125 ohms. There was no noise observed and all other lead diagnostics were normal. This lead was re-inserted back into the old device and measurements were 70-80 ohms. A boston scientific technical services consultant suggested some troubleshooting which the caller performed with no changes to the measurements. However, the caller stated that measurements decreased and were between 73 -91 ohms. The device was implanted with this chronic lead and no adverse patient effect were reported. Additional information was received stating the shocking impedance measurements were still out of range two years after the initial observations were reported. All other lead measurements were within normal limits. The patient's physician is aware of the high impedances. A boston scientific sales representative had no knowledge that additional patient testing had occurred. This product issue will be updated if additional information is received.

Manufacturer narrative:
A revision procedure was performed and this rv lead was removed from service and replaced due to the continued high and out of range shocking and pacing impedance measurements. This device remains in service and no other adverse events have been reported. The root cause of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.